Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was asking for compatibility guidelines for a CT scan. The CT scan information was reviewed. Product service specialist (pss) recommended that their healthcare provider call for information. The procedure was due to a problem with the medtronic device or therapy. The CT was for the patients hand and ankle. The patient reported change in therapy and intermittent stimulation. The patient reported that the stimulation stopped working and before it would kick in and out periodically. Patient clarified that meant they felt intermittent communication which started in (B)(6) 2017.the patient indicated they fell off a ladder (B)(6) 2016 and it messed up their wrist and ankle. The patient checked their device with their programmer and the programmer showed that stim was on. The patient also reported they used to have to charge implant every week but now it was every two or three weeks. They noticed this in the last month ((B)(6) 2017) but they thought maybe it was them but at this point they are in so much pain and know it was not working. The patient stated the pain started in the last two weeks ((B)(6) 2017) from the hip down and was getting worse and worse. The patient was redirected to follow up with a health care provider. No further patient symptoms or complications were reported from this event.